Event description:
It was reported, the patient is not receiving effective stimulation therapy from his scs system. An sjm representative met with the patient and a system diagnostics revealed one of the lead contacts reads invalid. X-rays taken could not be compared to the original x-rays to see if the lead has migrated. The patient is pending a consultation with his physician.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.